Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (0.5 mg/ml at 0.0837 mg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was doing a refill of the pump today and when she interrogated the pump it showed a motor stall that occurred (B)(6) 2021 and has not recovered. The patient had a magnetic resonance imaging (MRI) and did not have the pump status checked post-MRI. This is the first time a programmer has interacted with the pump and the patient does not have a personal therapy manager (ptm). The patient has not heard the pump alarming and was having no therapy issues. Right after the interrogation, they did hear the audible alarm. Technical services discussed the telemetry stated condition and to reinterrogate the pump with logs to confirm a recovery. The hcp reinterrogated the pump and it still showed a stall. They were directed to wait another 30 minutes and recheck the pump logs. The hcp called back later and stated that a recovery was still not showing in the logs. They accessed the pump and got back 11 ml which was expected. Technical services reviewed telemetry state again and advised them to continue checking logs.